Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. It was reported that the patient was found unresponsive at home and was transported to the emergency room. It was reported that the patient experienced a cardiac arrest while in the emergency room. It was reported that the patient received unspecified emergency care treatment for cardiac arrest while in the emergency room. On the same day as admission to the emergency room, the patient passed away. The cause of death was reported to be due to cardiac arrest. Apd therapy was ongoing at the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.